Event description:
The customer reported via phone call that the insulin pump alarmed button error after the insulin pump had been exposed to moisture. The customer stated that he accidentally got into a pool while wearing the insulin pump. The customer did not know the blood glucose reading. He stated that he realized that he had the insulin pump in the pool after 5 minutes. He took the battery out and when he replaced the battery, the insulin pump alarmed button error. He stated that the insulin pump was vibrating without an alarm or alert. He noted that the insulin pump's display went blank immediately after the insulin pump had been exposed to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. The customer stated that he thought his most recent blood glucose was 88 mg/dl.

Manufacturer narrative:
The insulin pump was received with intermittent down arrow button response due to corroded keypad traces. No button error alarm occurred during testing. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly during a visual inspection. No blank display was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window, scratched reservoir tube window, and cracked case at the reservoir tube window corner.